Manufacturer narrative:
.

Event description:
New information received indicates that this device has had intermittent but recurring instance of high out-of-range impedance measurements. The patient will continue to be monitored.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed the header was lifted off the device case. No evidence of body fluid was visible under the header. Evidence of ductile, fatigue and mechanical damage was confirmed. It could not be determined if the damage occurred while implanted or during the explant procedure.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected out-of-range impedances on the right ventricular (rv) lead. Current measurements are within range. The lead was tested and performed normally. The patient is not pacemaker dependent. No adverse patient effects were reported. The device remains in service and the patient will be monitored.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that surgical intervention was performed and a loose header was observed on the device. The device was explanted and replaced.